Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, balloons are 100% inspected for any defects.  Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specifications.  These inspections during the manufacturing process support that it is unlikely a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon burst and delivery system difficulty crossing native annulus.  The occurrence rate did not exceed the february 2020 control limit for the trend categories.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and delivery system difficulty crossing native annulus were unable to be confirmed.  A DHR review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿patient heavily calcified with [annular] diameter 23,8mm.¿ it is possible that presence of calcification in the annulus obstructed the valve from being placed in the annulus, causing difficulty in advancing the valve to the annulus. Additionally, while the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, IFU and training materials state to use nominal volume when inflating the balloon. It was reported that the balloon was inflated with an additional 2ml of fluid. As such, it is possible that the additional volume used could have contributed to the balloon burst as well. Available information suggests that patient (annular severe calcification) and procedural factors (additional volume used during inflation) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend categories, a product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 23mm sapien3 valve in the aortic position, there was difficulty crossing the native annulus and at the end of valve deployment, the balloon ruptured.  The implantation was done with rapid pacing, slow and controlled inflation and  +2ml of volume (19ml) to the nominal.  The valve was implanted with good results.  The system was retrieved without any problems. The patient is stable post procedure. As per medical opinion, the balloon ruptured longitudinal.